Event description:
It was reported this drainage catheter was placed for thoracentisis. Approx thirty-six hours post placement, the hub had detached from the catheter. The catheter was removed and another catheter placed. There were no reported complications. This device was received, evaluated and retained by this MFR. The engineering eval indicated a piece of tape stuck on the heat shrink on the proximal end of the catheter. No evidence of adhesive found in flared extrusion piece. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."